Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured and exhibited oversensing of noise as well as a high out of range pacing impedance measurement of greater than 3000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. The fracture was thought to be due to clavicle first rib entrapment. No additional adverse patient effects were reported.